Manufacturer narrative:
The returned device was tested and passed the inspection as per specification. The visual inspection showed that the shaft was intact with no apparent issues. The air ingress reported could not be reproduced. Many aspiration / injections performed without having air bubbles or leaks, the hemostatic valve was leak tight.

Event description:
The physician introduced the cryoablation catheter into the sheath, aspirated and got a lot of air. During this, the ECG showed that the patient had st elevation. The st elevation resolved and the procedure continued. There were no further patient complications.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.